Event description:
Patient, obtained contact lenses from v+t smoke shop in (B)(6). Wore for about 4 hours and had to remove, due to discomfort/pain, redness, light sensitivity, reduced vision. No permanent adverse effects. However, these contact lenses were dispensed to her illegally without a prescription from an eye care professional.